Manufacturer narrative:
The act button on the insulin pump was received with intermittent response due to corroded keypad traces. No button error alarms or unexpected frozen display noted during testing. The following cosmetic damage was noted: cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm after changing batteries due to frozen display screen. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.